Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam degradation. In addition, the device displayed error codes e004 (err_null_ptr), e022 (err_motor_flux_magnitude), e053 (err_comp_log_sem_timeout), e130 (err_task_wdog_timeout) and e200 (err_rtos_abort_error). The device was scrapped by the service center after the evaluation was completed.